Event description:
Initially the customer contacted baxter's technical service center to report an unrelated issue with their homechoice (hc) device during the prime for peritoneal dialysis (pd). During the conversation, the caregiver (cg) stated that the home patient (hp) was in the hospital for peritonitis. On (B)(6) 2011, baxter product surveillance received the following information from the peritoneal dialysis nurse (pdn). On (B)(6) 2011, the patient was diagnosed with bacterial peritonitis. On the same date, the patient was hospitalized for the peritonitis. There was no exit site or tunnel infection associated with the peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (dose and frequency not reported). Concomitant medications were not reported. The pdn reported the cause of the peritonitis was poor aseptic technique due to touch contamination. Outcome for the event of made mistake/ touch contamination was not reported. It was unknown if retraining of the patient on aseptic technique had been done. An opinion of causality was not provided. On (B)(6) 2011, baxter global pharmacovigilance (gpv) and homecare services (hcs) received information reported by a consumer and the pd nurse as follows. This report was medically confirmed. On an unreported date, the patient began treatment with dianeal unknown, dianeal pd2 ambuflex and dianeal pd4 ambuflex (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced mental status change, fluid around lungs, low blood pressure, orthostatic hypotension and peritonitis, which resulted in hospitalization the same day. The nurse confirmed the cause of the peritonitis was touch contamination as previously reported. At the time of this report, the patient was recovering from the event of peritonitis and remained hospitalized. Outcomes for the events of mental status change, blood pressure low, fluid around lungs and orthostatic were unknown. Dianeal therapy was ongoing. The nurse stated that the events of mental status change and peritonitis were unrelated to dianeal therapy. A causality statement was not provided for the events of fluid around lungs, blood pressure low and orthostatic. On (B)(4) 2011, another contact was made to the pdn by gpv. The pdn stated she spoke with "another baxter representative this morning" and declined to provide any further information.

Manufacturer narrative:
(B)(4). This report of peritonitis is confirmed, because it was reported by the peritoneal dialysis (pd) nurse that there was a use error - breach in aseptic technique. No assignable cause for the use error - breach in aseptic technique code was determined. A review of all batch record documents for potentially associated lots was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Per the labeling review: the instructions listed in the patient at home guide for the homechoice device state to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. The guide instructs the user to use aseptic technique to reduce chance of infection, this includes whenever the patient is connecting themselves to the cycler, disconnecting, or any time they handle fluid lines and solution bags. The guide instructs patients to put on a face mask and wash and dry/disinfect their hands thoroughly. The direction sheet provided with the product, has multiple instructions and warnings for aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.